Manufacturer narrative:
The results of the investigation are inconclusive as the implant was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined. Further information was requested but not received.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of explant is estimated.

Event description:
It was reported the patient's system was explanted in approximately 2015 (exact date unable to be provided) because the implantable pulse generator (ipg) was allegedly inoperable. Patient said they stopped charging the device because it was no longer working. Patient's ipg was replaced with one from another manufacturer.